Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, tip detachment occurred. The 99% stenosed target lesion was located in the non-tortuous and mildly calcified right posterior descending artery (rpda). Accessed was obtained through the right femoral artery. A kinetix guide wire was advanced to the rpda. A 1.5x12mm apex balloon and a 2.0x20mm non-bsc balloon were used to predilate the lesion. During inflation of one of the predilation balloons, the tip of the kinetix guide wire broke off in the rpda. An unspecified stent was advanced to the lesion and was used to crush the detached tip against the vessel wall. A non-bsc guide wire was then advanced to the rpda and a 2.5x18mm non-bsc stent along with a 2.5x23mm non-bsc stent were successfully implanted in the lesion to complete the procedure. No further patient complications were reported with the patient's current condition listed as okay.